Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 17831206/17831206.

Event description:
It was reported that the patient was not getting adequate pain relief. All devices were explanted and discarded. The patient was doing well postoperatively.